Event description:
Camcabl - camino plug inserted with difficulty with probe. The event was described as follows, the surgeon had difficulty inserting the catheter into the plug of cable. Two pins of the probe plug broke.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info. See scanned page.